Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was placed on centrimag with euroset oxygenator. Within 1.5 hours the flows through the oxygenator decreased dramatically. They adjusted cannulas and changed cannulas for better flows with no help. They removed oxygenator and replaced with nautilus oxygenator with centrimag pump and flows corrected immediately. No issues were noted with priming or running machine prior to extracorporeal membrane oxygenation (ECMO) initiation. When first initiated, revolution per minutes (rpms) were 4000 for 4 liter per minute (lpm) flow. Pressures were not documented at this time. No images were available. The patient was not under anticoagulation/anti-aggregation therapy before the procedure. During the procedure, they were on heparin, 3000 units. Period of time between start of cpb arterial flow and the triggering of the event was about 60 minutes. The patient received least 24 various blood products. Priming procedure was performed by gravity. Temperature was set to 37.0 fahrenheit during priming. The ECMO was placed in operating room as salvage for suspected reversible etiology; initial flows around 3.2 but over less than an hour, flows decreased to 0.9l/min at 4200 revolution per minutes (rpms). Cannulas were repositioned, flow probe was changed to different probe and on different console, pump head was moved to different driver, pressure lines were flushed and re-calibrated, cannulas were changed out to larger sizes with no improvement. Circuit and oxygenator were completely changed out on different console platform and flows improved to 4.2 on 4200 rpms with delta 25-30 mmhg. This was involving ECMO, so no suckers were used. Protamine was not administered.